Event description:
The customer reported that the fiber aiming beam forward fired at 132,619 joules during a prostate procedure. The case was completed with a second fiber. There was no harm to the patient.

Manufacturer narrative:
The fiber was returned to the manufacturer and analyzed. Analysis of the returned fiber found the fiber cap to be drilled through. The cap was also found to exhibit detritus, char and devitrification. The fiber cap condition would prevent proper fiber function, likely resulting in a diffuse beam and reduced tissue vaporization efficiency. Based on the analysis findings, the drilled through cap condition may also result in forward firing of the side-firing fiber, which was subsequently identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and/or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling warns that tissue retraction, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage.